Event description:
The customer reported ten minutes into the surgery they lost the saturation display. They used the same saturation probe and connected it to a roots monitor and it worked fine. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Multiple attempts were made to obtain event details, testing and resolution; however, no additional information was provided. Therefore, the cause of the customer's allegation is unable to be determined.